Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that the ilet screen was cracked. A replacement was arranged. No adverse health effects were reported.